Event description:
The pt reported she has had 5 infusion set needles bend in her body when she uses the insertion device to insert it. She stated it is very painful to pull the needle out. She stated she has had the same issue when she has hand-inserted the infusion headset. The pt stated her body is full of scar tissue. She said she has also had hypodermic needles bend in her body when she tried to use insulin injection therapy. She stated she believes this is not an issue with the prod but with the scar tissues in her body. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The prod was replaced and requested to be returned for eval.